Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working properly. The instrument was neither spinning nor performing. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was not moving with unintuitive or uncontrolled motion. The instrument was not static. The jaws of instrument were not stuck closed on tissue. There were no reports of observing physical damage on instrument cables or conductor wire insulation. The jaws did not become unhinged or dislodged. There was no missing material on the distal part of instrument. The instrument was available for evaluation. The photographic images and/or video recordings of procedure were not provided for review.